Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: tip deformation observed. Pieces of the tip have chipped off as well. The tip pieces were not received with the device. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device.

Event description:
It was reported that hle drilling the tibial guide pin, it was noted that the drill bit end of the of the pin was bent as it exited at the tibial plateau. Surgeon noted that the pin hit neither the tibial arm nor the top of the notch. While drilling, there was no feedback that felt unusual. The femoral tunnel was drilled with a separate pin. Guide pin was removed after the tibial tunnel was reamed.